Manufacturer narrative:
The field service engineer checked connections and performed alignments and washes. Instrument performance testing was run; all results were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 124 patient samples tested with the elecsys vitamin d total iii assay on a cobas e 411 analyzer (rack system). Of the data provided the following discrepant results for 5 patient samples are representative examples: patient sample 1 initially resulted in a vitamin d total iii value of 123 nmol/l and repeated as 52.37 nmol/l. Patient sample 2 initially resulted in a vitamin d total iii value of 119 nmol/l and repeated as 50.48 nmol/l. Patient sample 3 initially resulted in a vitamin d total iii value of 160 nnmol/l and repeated as 67.14 nmol/l. Patient sample 4 initially resulted in a vitamin d total iii value of 144 nmol/l and repeated as 60.16 nmol/l. Patient sample 5 initially resulted in a vitamin d total iii value of 77 nmol/ and repeated as 31.07 nmol/l. Some of the questionable results were reported outside of the laboratory. The vitamin d total iii reagent lot was 701287 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The investigation determined the root cause of the event was a misaligned sample/reagent probe identified and corrected by the field service engineer (fse).